Event description:
It has been reported that a revision surgery was performed due to infection. The genesis ii ldk was implanted by another surgeon as a two stage treatment for infection. No other details available.